Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sterile packaging of liquid of cobalt mv monomer liquid was not sealed.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Visual inspection of returned product confirms the reported event as the monomer pouch is unsealed. Review of the device history reports determined that (B)(4) units were used for testing and scrapped after testing was completed. The remaining (B)(4) units after testing were inspected for weight and (B)(4) boxes were non-conforming and reinspected. The (B)(4) units were accepted after reinspection. These discrepancies were not related to the sealing issue that is part of this complaint. This device is used for treatment. No compatibility check performed as product was not used. Review of the complaint history determined that there are no other complaints for this lot. However, there are five additional reports of the sterile packaging not being properly sealed for this part number. Root cause was determined to be the packaging validation procedures are not adequate to ensure that the packaging validations for the products were adequate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.